Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from her scs system for approximately the past year. X-rays taken confirmed the leads migrated. The patient's entire scs system was explanted during surgery on (B)(6) 2015 (reference MFR. Report # 1627487-2015-06406). The patient had two model 3186 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.